Manufacturer narrative:
Alleged failure: a pellet loosened from the probe. The pellet was searched but not found. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip broke and was left inside the patient. The procedure was completed successfully.